Event description:
The customer reported that scope communication error code b30 occurred after reprocessing the subject device, while preparing the device for the next procedure. Another similar device was used for the intended diagnostic bronchial examination, with no delay to the procedure due to the reported issue. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that after drying the device, there was no image abnormality and the scope communication error b30 did not recur. There was no leak identified during the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the potential causes of the reported issue could be a failure on the part of the system, or a failure of the ccd [charge coupled device] and scope connector internal board, due to the following handling: the ground wire of the system was not connected. The system was powered on and the scope connector had been reseated. Dirt or moisture was adhering to the scope connector contacts. However, a definitive root cause could not be determined. The event may be prevented by following the device's instructions for use which states: ¿important information : please read before use: warnings and cautions: - do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.